Event description:
It was reported that following a laparoscopic gastric sleeve procedure with liver resection due to hypertrophied left lobe of the liver roux-en-y-bypass is not possible without danger for the patient, and so decision is made for sleeve gastrectomy. First staple line to form a gastric sleeve is placed 5cm rostral from the pylorus with an endocutter green cartridge. Small bleeding from a lesion of the serous membrane is treated with clips and sutured with vicryl until hemostasis is achieved. Gastric sleeve is formed with several endocutters and gold cartridges. Small staple line bleedings are treated with clips. Resected stomach is removed via dilated port incision. Meticulous control of hemostasis. Leak test is negative, procedure finished¿ comment: no description of performed liver biopsy, if performed on the first post-op day bleedings occurred and the patient had to be reopened and sutured by hand. The test was ok. On the second post-op day bleedings occurred again. The patient was reopened again and sutured by hand. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).